Manufacturer narrative:
Eval: method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.

Event description:
This system problem was initially determined to be not reportable. However, on october 1, new info became available that made the complaint reportable. This x-ray system had error codes: 18448 and 18447 that occurred in that time inside viewing sub system. The x-ray system was not able to x-ray and images on image the disk were lost.